Manufacturer narrative:
Per the audiologist, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted june 7, 2017.

Manufacturer narrative:
This report is submitted on april 19, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and dizziness during a routine wax removal procedure at the patient's ent clinic. Following the procedure, the patient lost connection to the internal device. Revision surgery is scheduled; however, it is unknown if it has yet to occur as of the date of this report.

Manufacturer narrative:
This report is submitted july 04, 2017.